Manufacturer narrative:
The insulin pump was received with no button error alarm. The device had intermittent button response due to the corroded keypad traces, cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the lcd window.

Event description:
Customer reported via phone call keypad anomaly. Customer's blood glucose level was 103 mg/dl. Customer advised they were playing in the water with their grandchild and had the device in their pocket. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.